Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during clinical use, an alarm indicative of air in the purge system was observed. Multiple attempts were made to de-air the purge system; however, the alarm did not resolve. The purge cassette was replaced, after which the alarm resolved and the system operated as expected. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Event description:
The patient survived explant.

Manufacturer narrative:
B5: added additional information regarding patient outcome.